Event description:
On 4/26/2024, it was reported by a sales representative via (B)(4) that an ar-300-b201 burr broke about 5mm from the base where it inserts into the handpiece (inside on the handpiece) of an ar-200m motor with cable during the case. They were unable to get it out of the handpiece. This event occurred inside the patient's foot during a midfoot fusion procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.